Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic and was discovered that the implant pocket had eroded. The pacemaker was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
A pacemaker was returned above normal elective replacement indicator. No anomalies were noted.